Event description:
It was reported that during prep, stent damage occurred. As the device was being prepped, it was noticed that the stent struts were lifted up. No patient injury or complication was reported. The procedure was successfully completed with another of the same device with no issues noted.

Event description:
It was reported that during prep, stent damage occurred. As the device was being prepped, it was noticed that the stent struts were lifted up. No patient injury or complication was reported. The procedure was successfully completed with another of the same device with no issues noted.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system. Contrast was visible in the guide wire lumen of the device which is consistent with the device being prepped for procedure. The stent delivery system with stent was visually, tactilely and microscopically examined along the entire length and found the device with proximal stent and tip damage. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).